Event description:
The account alleges that the brake will not hold.

Manufacturer narrative:
The technician replaced and adjusted the brake caster at each end of the device, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.